Manufacturer narrative:
The instrument will not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: a small plastic piece from the instrument allegedly broke and fell into the patient and the fragment was retrieved laparoscopically during the same procedure.

Event description:
It was reported that during a da vinci hysterectomy procedure, it was noted that a small plastic piece from the fenestrated bipolar forceps instrument fell into the patient and was retrieved. The instrument will not be returned to intuitive surgical inc. For evaluation as it was disposed of. On august 24 and september 04, 2015, intuitive surgical inc., (isi) contacted the site's clinical engineer who initially reported this complaint. According to the clinical engineer, the patient is fine and no injury was sustained as a result of the instrument's malfunction. Customer was unsure as to how long the instrument was in use before it broke. The piece was removed laparoscopically during the same procedure. The procedure that was being performed when the instrument broke was a robotic single port total hysterectomy with or without bilateral salpingo-oophorectomy. Customer was not aware of any post-operative tests that were conducted. The planned surgical procedure was completed. There was no allegation of any patient harm, adverse outcome or injury involving the reported instrument.